Event description:
The customer reported the ventilator is not working on ac power. The customer reported the unit was in use on pt, but there's no pt harm.

Manufacturer narrative:
Pr# (B)(4). Pt info was requested but the customer did not provide.